Manufacturer narrative:
Block h6: imdrf impact code f23 captures the unexpected medical intervention of wire cutting. Imdrf impact code f2301 captures the additional device required. Imdrf device code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "clip failure to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure. During the procedure, the clip failed to release from the catheter. The clip grabbed tissue they heard the two clicks but the clip did not deploy. Then they open and closed the clip hard a few times, but that did not deploy the clip. As a result, wire cutters were used to cut the handle, the endoscope was then removed, and the clip was removed with alligator forceps from the patients tissue. The procedure was completed with a new clip. There were no patient complications reported as a result of this event. Note: the report pertains to six of seven clips used across three procedures. The number of clips used per procedure is unknown.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the unexpected medical intervention of wire cutting. Imdrf impact code f2301 captures the additional device required. Imdrf device code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure. During the procedure, the clip failed to release from the catheter. The clip grabbed tissue they heard the two clicks but the clip did not deploy. Then they open and closed the clip hard a few times, but that did not deploy the clip. As a result, wire cutters were used to cut the handle, the endoscope was then removed, and the clip was removed with alligator forceps from the patients tissue. The procedure was completed with a new clip. There were no patient complications reported as a result of this event. Note: the report pertains to six of seven clips used across three procedures. The number of clips used per procedure is unknown.